Manufacturer narrative:
Pump passed the self test and displacement test. Pump error 63 (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 153 mg/dl. The customer reported that they had performed the self test and during the self test hardware low level failure alarm was occurred and again they had performed the self test and the test was passed. The customer reported that they were able to complete the insulin pump rewind and able to clear the alarm. The customer reported that the troubleshooting was performed for pump error. The insulin pump will be returned for analysis.